Event description:
The customer reported recovering intermittent platelet over range icon when using the coulter act diff 2 analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Erroneous results were not reported outside of the laboratory. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and confirmed the white blood cell and platelet not reproducing issue and resolved it by replacing the probe and the probe wipe. (B)(4).